Event description:
It was reported that during a revision procedure while explanting this left ventricular lead, it was noted that a lead fragment was left remaining inside the patient's body. A new device was implanted. No additional patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).